Event description:
On (B)(6) 2011, patient reported, he has experienced leaks at the infusion site. Patient stated, he didn't experience any bends or kinks in the infusion set cannula and his blood glucose readings were not affected. Patient reported, he noticed the leaks of insulin at the insertion site under the adhesive. Patient stated, he first noticed wetness at the infusion site and on his clothing. Patient reported, he noticed the leak within a few minutes of changing the infusion site while he was still priming the infusion set tubing. Patient manually inserts the infusion sets. Patient stated, the issue occurred about a half a dozen times. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.